Event description:
The user received a low calcium result for one pt sample. The initial result was 7.7 mg per dl, repeat result on the same c501 analyzer was 8.9 mg per dl and repeat result on the integra 800 was 9.0 mg per dl. The erroneous result was not reported. The field service rep determined there was a broken nipple on sv9 that was leaking water or air in and out of the av2 solenoid 4 valve assembly. He determined there was also a possible defective solenoid valve sv4 and gear pump. He replaced the broken nipple on sv9 and switched sv4. He reinstalled sv4 as a dummy valve to allow for proper connection to existing tubing. He replaced the gear pump and adjusted the gear pump pressure and repaired the pinched main vacuum line. To verify the analyzer operation, the user ran calibration and qc and also ran a 20 cup precision which compared to the same precision on the integra 800.